Event description:
It was reported that after a remicade infusion set at a rate of 250ml/hr, the healthcare provider found air in the line and the air in line alarm had not sounded. Per the customer, there was no effect or harm to the patient.

Manufacturer narrative:
Additional information: d9, e2, g2 (report source). Investigation conclusion: the customer¿s reported complaint of the pump module not alarming air in line was not reproduced. Review of the pcu event log observed multiple air in line alarms during the infliximab (drugid 393) infusion and functional testing shows the device is working properly and can detect both single air boluses and accumulated air. Based on the logs, a guardrails drugs infusion of drugid=393 (infliximab) was programmed at 12:20:08 pm on (B)(6) 2020 with a rate of 125ml/hr and a vtbi of 250ml. At 12:20:20pm the rate was changed to 250ml and vtbi was changed to 40ml. The pump module alarmed air in line at 12:26:58pm, the user updated the vtbi to 50ml at 12:27:03pm and restarted the infusion. The pump module alarms air in line an additional seven times, the user restarts the infusions after each instance. The pump module is channeled off at 12:30:18 pm on (B)(6) 2020. The total volume infused was 29.321ml. Results from the air in line threshold test, consisting of single air bolus detection and accumulated air detection tests demonstrated the unit is operating within specifications. Device inspection: pump module (B)(6) was received with instrument seal broken. The right (male) iui was observed with corrosion and a damaged isolation rib. The left (female) iui was observed to be in good condition. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. Internally, the unit was observed in over all good condition. The unit contained a meggitt ail assembly ((B)(6)). The incident administration set was not returned and could not be inspected. Root cause analysis: the root cause of the customer report of the pump module not alarming for air in the line was not determined. Customer¿s pump module¿s ail sensor detection was found to be within specification based on test results. Device history review: a review of the device history record showed the device had a manufacture date of 13jul2015. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record for pump module (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the pump module (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation.

Event description:
It was reported that after a remicade infusion set at a rate of 250ml/hr, the healthcare provider found air in the line and the air in line alarm had not sounded. Per the customer, there was no effect or harm to the patient.